Event description:
It was reported that during an unknown procedure, the clip does not bite. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the el5ml instrument was returned in good visual condition. A bag with eight malformed clips was received along with the device. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed nine conforming clips. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. No incident related to the reported event was observed during the batch record review.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. The following information was requested, but unavailable: was there any patient consequence? Did clip not form on vessel when clip was fired from device (clip did not bite)? If not, what is meant by clip did not bite? Did this same issue occur with both devices (as two devices being returned)? How was case completed?